Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. The clip deployment was started; however, the lock line could not be removed. Each end of the line was able to pulled to the point that there was approximately 1-2 inches of lock line of the opposite end remaining outside the lock lever. The lock line and gripper line were re-wrapped and the clip was re-opened, inverted and removed through the steerable guide catheter (sgc). A new clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the results of the returned device analysis indicated that the lock line was initially unable to remove but was ultimately able to be removed with resistance (difficult to remove lock line) and was determined to be related to a fray identified on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the inability/difficulty to remove the lock line/mechanical jam appears to be the result of the observed fray, a definitive cause for how the fray formed could not be determined. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. Medsun mandatory and voluntary report # (B)(4).[user facility medwatch form 349663-1-exb_1-009001ea4803d4ae5.pdf.

Event description:
Subsequent to the initial MDR report a medsun mandatory and voluntary report # (B)(4) states: a clip was placed on the medial side of a2/p2 with excellent reduction in mr but could not be implanted due to device malfunction (the lock line could not be removed despite multiple attempts). The device was able to be unlocked and removed completely from the body and a new clip was then successfully placed and implanted. No additional information was provided.